Event description:
The patient claimed the animas insulin pump has intermittently power issues for the last few months. There was product misused identified as the patient reportedly never changed the battery cap. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: reboots were observed in the black box. There was no damage found to the battery cap or compartment. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issue or alarms occurring. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.